Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings:.during investigation, the battery compartment is cracked above grip , cap is able to secure and power on pump , power loss or rebooting was not duplicated. The black box contains data from (B)(6)2019 to (B)(6)2019 with no evidence of power loss or rebooting. The complaint was reported on (B)(6)2019, according to the pump history the pump was in use until (B)(6)2019. Therefore all pump history and black box data has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The patient alleged the pump had an intermittent power issue evidenced by the pump having a blank screen with continual start up sounds. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.